Manufacturer narrative:
The following devices were also listed in this report: mrh knee fem m lft; cat# 6481-1-120; lot# s963h. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 041987. Mrh tibial b/plt keel med 2; cat# 6481-3-112; lot# ecb8n. Mrhk tibial sleeve; cat# 6481-2-140; lot# lde884. Mrhk femoral bushing; cat# 6481-2-110; lot# lde475. Mrh axle; cat# 6481-2-120; lot# ctd2026. Duracon m-2 10mm full wedge; cat# 6630-6-525; lot# hnjxa. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# m7c13e. Mrhk bumper insert 3 degrees; cat# 6481-2-133; lot# lcr280. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# m7h06d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient underwent revision surgery for infection in 2013 (index surgery prior to cors). Patient came back to the office in 2016 complaining on severe onset of pain and was taken to the o.r. For a total knee revision due to pji. All components were exchanged.

Manufacturer narrative:
Reported event: an event regarding infection involving an mrh insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as items were not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: DHR review determined that the devices were manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby the reported devices were explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as further patient details, medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient underwent revision surgery for infection in 2013 (index surgery prior to cors). Patient came back to the office in 2016 complaining on severe onset of pain and was taken to the or for a total knee revision due to pji. All components were exchanged.